Event description:
It was reported the battery was prematurely depleted. It was reported there was impedance testing done. It was reported the patient was receiving less than 50% therapy relief and a loss of therapy due to end of service (eos). It was reported the patient was ¿very unsatisfied¿ with the lifespan of the device. It was reported the device was replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. It was noted the battery was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.